Manufacturer narrative:
Section d9 was updated due to part return. H3 device evaluation summary: was updated due to analysis of returned part. Medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator went into backup ventilation (buv) and was in a safety valve open (svo) condition. The device was available for evaluation. A review of the ventilator logs confirmed that the ventilator entered into buv. The service personal (sp) evaluated the device, verified the reported problem of svo. Sp reviewed the logs found an expiratory pressure autozero offset failure background code. Based upon the code, sp replaced the exhalation valve assembly (eva). Sp also replaced the exhalation module cable as it would not seat correctly into the exhalation valve. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The eva was not returned to medtronic for analysis. One exhalation module cable was returned to medtronic for analysis. Visual inspection showed one of the pins on the cable was bent out of position confirming the returned cable was faulty. The cause of the reported svo was a by design result of entry into buv. The cause of the reported entry into buv was isolated in the field to a potential fault in the exhalation valve assembly (eva). The event is included in the data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator went into backup ventilation (buv) and was in a safety valve open (svo) condition. The device was available for evaluation. A review of the ventilator logs confirmed that the ventilator entered into buv. The service personal (sp) evaluated the device, verified the reported problem of svo as a result of the expiratory pressure autozero offset failure related background code. Based upon the code, sp replaced the exhalation valve. Sp also replaced the exhalation module cable as it would not seat correctly into the exhalation valve. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported svo subsequent to the background fault code was isolated in the field to a potential fault in the exhalation valve. The event is included in the data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator went into backup ventilation (buv) and was in a safety valve open (svo) condition. The patient was transferred to an alternate ventilator with no injury.